Event description:
Customer reportedly received results of 118 mg/dl and 52 mg/dl within 10 minutes on the advantage system using comfort curve test strips. Low blood glucose symptoms were reported with these results; customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.